Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Two xtw mitraclips were implanted successfully reducing mr to trace. Post procedure on CT, pulmonary embolism was observed which was treated successfully with anticoagulants.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported pulmonary embolism and death. The reported dyspnea appears to be a cascading effect of the embolism. Pulmonary embolism, dyspnea, and death are listed in the instructions for use are known possible complications associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances as anticoagulants was provided to treat the pulmonary embolism. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Two xtw mitraclips were implanted successfully reducing mr to trace. On (B)(6) 2025, CT diagnosed a pulmonary embolism which was treated successfully with anticoagulants. Patient was sent to hospice and died on (B)(6) 2025 from multiple comorbidities.

Manufacturer narrative:
H1 type of reportable event: changed from serious injury to death. H6 health effect - impact code: 1802 death added.